Event description:
It was reported that the home patient (hp) had an issue with particulate matter in the tubing of their automated peritoneal dialysis (apd) set with cassette that is used for therapy with the homechoice (hc) device. The hp found the particulate matter during the setup, prior to starting the therapy. The hp explained that the particulate matter seemed to be embedded in the tubing and they did not end up using the set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number(s) h13h04042 with no issues noted during the manufacturing process. There were no deviations related to the reported condition. The device was received and evaluated. Visual inspection revealed that there was particulate matter embedded in the tubing confirming the reported condition. Should additional relevant information become available, a follow-up report will be submitted.